Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow up from tandem technical support. No additional information was provided.